Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. This refers to factory recall fr110 lvp bezel post recall r093-r098. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/13/2014 to the present date 01/11/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. This refers to factory recall fr110 lvp bezel post recall r093-r098. No additional information was provided. There was no patient involvement.